Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had fainted at dialysis and wondered why their monitor and device had not shown them anything. The patient noted that they had a clot in an artery that was declotted and then went to dialysis. While at dialysis they were told that they ¿went out¿ and chest compressions had to be started. The patient stated that they have not had any symptoms since then. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient has not contacted their physician about this episode. The nurse did note that the patient¿s next follow-up visit is scheduled for (B)(6) 2015. The device remains in use. No further patient complications have been reported as a result of this event.